Event description:
It was reported that patient experienced increased recharge burden. Patient recharged daily and at times the ipg would not maintain a charge or provide 24 hours of therapy. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The event of ipg replacement was reported to abbott. The ipg was explanted and replaced due to a recharge burden. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.